Event description:
It was reported that when using the bd pyxis¿ es server, a medication order did not cross over to the es pyxis system as expected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing over to the station. A technical support specialist dialed into the server and ran the site down query, which identified an active flag for the server, confirmed that the carefusion coordination engine (cce) was functioning correctly, with the last successfully crossed message, approximately two hours prior, and noted that no messages had crossed since that time, restarted the required services, including external, listener adapter, and port sharing service. After the restart, confirmed that the last successfully processed time was current. Verified with the customer that all orders were crossing successfully, confirming the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.